Event description:
A discordant, falsely elevated sodium (na) result was obtained on one patient sample on a dimension xpand plus with hm instrument. The discordant result was reported to the physician(s), who questioned it. A new sample obtained from the patient was tested on the same instrument, resulting lower. The original sample was then repeated on the same instrument, and the result matched that of the redraw. It is unknown if the corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na result.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse performed maintenance on the integrated multisensor technology (imt) module and adjusted the pump rate from 67 to 76. The cse performed two pump alignments to verify the adjustment. Quality controls and patient samples were run, resulting within range. The cause of the discordant, falsely elevated sodium result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.